Event description:
It was reported that (1) tsw35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon tried to fire the endo cutter once the staple tab was removed, but it would not fire. Surgeon was unable to get firing trigger to engage at all. Surgeon changed reload and tried again. It still would not fire at all. The device locked out. The surgeon requested a new endo cutter and it worked fine. The case was finished with the new endo cutter. There was no consequence to pt.